Event description:
It was reported that the autopulse shut down during a pt event. Platform was turned back on, but after 20 seconds, it shut down again. Battery was replaced, platform gave compressions but with each compression, the display light would flicker. Platform provided compressions until the pt arrived at the hospital, then it began having (unk) issues again; manual CPR was administered. After hospital staff called time of death, the platform was tested and there were no problems. However, user advisory 02 (compression tracking error) was displayed. User attributes the autopulse not working at the hospital to the emergency room crew's interaction with the pt when the platform was about to re-start, or the pt's clothing could have been in the way of the side straps. Pt did not make it. No other information provided.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.